Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. The right half of the lcd screen had multi-color vertical lines running across the screen. Per visual inspection the circuitry located to the right of the lcd controller is cracked. Device received with a crack on the battery tube which extends to the top where the battery threads are located. Also the s/n label located between the belt clip rails is missing. One more note: the battery compartment was corroded. Did not note any signs of previous moisture presence or corrosion on the boards or assembly inside the unit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump screen had lines going across it, a screen anomaly. The customer's blood glucose level was 9 mmol/l at the time of the incident. The customer reported a power error detected alert on the insulin pump. The customer was able to successfully clear the alarm and was able to complete the insulin pump rewind. The customer informed that the insulin pump was not exposed to temperatures below 41°f (5°c). The insulin pump had a crack on the right side of the insulin pump for the last six months. The notification light did not immediately stop flashing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.